Event description:
It was reported that after difficulties encountered to deliver a stent through a 99% mid, circumflex lesion which was significantly tortuous, the stent was lost upon removal of the delivery system. The stent was reportedly lost in the femoral artery. The stent was successfully snared and removed without patient sequalae. The procedure was completed using another company's stent system.

Manufacturer narrative:
Eval summary (follow-up): the results of co's investigative analysis revealed the unit was returned with the stent pushed proximal and no longer between the markers. The first two rows of distal struts were twisted. The c-flex was not stretched and the c-flex junction was intact. Quality engineering was unable to determine the exact root cause of this product issue. Attempting to retract the stent delivery sys back through the guiding catheter may have caused the stent to loosen and later dislodge from the balloon. This practice is contraindicated in the initial follow up. The resistance encountered, as well as the inability to cross, may have been the result of the pt's disease state and anatomical morphology. A review of the device mfg records did not reveal any nonconformities related to this issue. Quality engineering concluded that an inservice be provided regarding proper removal of a stent delivery sys that has an underdeployed stent. This request was forwarded to the account manager on 12/15/97. No further corrective action is warranted. This MDR is considered closed by the qa dept.